Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Communication received indicates the device was passing a self test, but had an unknown display issue.

Event description:
It has been reported that there is an issue with the device display.